Manufacturer narrative:
Patient demographics were not available at the time of this retrospective report. The system was evaluated at the site by a medtronic ent representative. The reported issue was not able to be duplicated. The connections were re-seated and the system was fully functional.

Event description:
A medtronic representative reported the monitor intermittently flash to black status during surgery. No impact to patient outcome reported.